Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the moderately calcified left anterior descending artery (lad). The lesion was pre-dilated with a maverick 2.5 x 12 mm balloon. The physician deployed a taxus express2 8.8% 2.5 x 16 mm drug eluting stent. The stent was fully expanded. The stent was not post-dilated. The balloon was deflated and stuck to the stent. The physician inflated, deflated went negative and then pulled and the balloon came out. There were no pt injuries or complications reported. The pt's status is reported as good.